Event description:
A 2.5mm diameter x 16mm length medtronic ave s540 stent was inserted into a mid-circumflex coronary artery. It was not possible to cross the moderately calcified target lesion. Therefore, the stent and delivery system were pulled back to make an add'l attempt to cross the lesion. Consequently, the stent dislodged from the stent delivery system balloon. The dislodged stent was snared successfully from the coronary artery. The physician did not follow the instructions for use, when the lesion was not pre-dilated 1:1. The target lesion was successfully treated with another medtronic ave s540 2.5mm x 12mm stent. There were no add'l clinical sequelae reported relative to the event and there is no further info available from the user facility.